Event description:
It was reported that during pre-use inspection, when angulation was tested on the bronchovideoscope, the image was found to flicker when the bending section was operated. No patient involvement was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, where the reported malfunction of image flickering during bending was confirmed during evaluation. Based on the findings of the investigation, the probable causes considered included component damage or deterioration, environmental factors such as dust, dirt, or humidity exposure, optical issues, overheating, and electrical problems such as signal loss or an open circuit. The most probable cause of this complaint is expected or random component failure, with no design or manufacturing deficiencies identified. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.